Event description:
It was reported that the patient presented to the clinic feeling like atrial fibrillation (af). It was determined that this was not af but most likely palpitations from premature ventricular contraction (pvc) or ectopy. Technical services (ts) analyzed device episode data from this pacemaker system and noted that there was possible loss of capture (loc) with the right atrial (ra) lead. It was also found that there was under-sensing of the ectopic ventricular signal due to programmed blanking after the atrial pacing. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.